Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with placement of a 2.5 x 18 mm xience prime stent in the distal anterior descending artery. On (B)(6) 2015, the patient was re-hospitalized with chest pain. Coronary angiography, performed on (B)(6) 2015, noted restenosis within 5 mm of the target lesion and coronary angioplasty was performed. The event resolved on (B)(6) 2015. No additional information was provided.